Event description:
On (B)(6) 2022 I received an interocular lens (iol) implant following cataract surgery of my left eye at the (B)(6). Since the surgery, I have had impaired vision in the eye as the corrective refraction of the implant appears to be subjectively incorrect. At issue in trying to analyze what may have happened during surgery, is the surprising (to me) revelation that, although the device itself (manufactured by alcon, of (B)(4)) has a manufacturer¿s serial number associated with it, that serial number is only in the ¿paperwork¿ associated with the device and is not inscribed, engraved or otherwise visible discernable on the device itself. In my case, this is leading to the inability of the implant surgeon to unequivocally confirm that the implant I received is actually the one appropriate for my refractive biometry. My research indicates that alcon is not alone in not marking, or for that matter, not being required to mark their devices with visible, traceable serial numbers. Apparently, no manufacturer of iol devices is required to do so. While I am in no way medical or optical expert, my engineering knowledge suggests that it is technically feasible to micro-engrave or mark an iol in such a way that such information as the serial number, lot number or other critical device information is inscribed on the device, perhaps on the ¿haptic¿ components of the lens. Such markings would not be visible or bothersome to the implant recipient, but would be visible under microscopic examination by the ophthalmologist. Please address this situation and comment on a possible requirement to mark iol devices in a manner to make them objectively traceable and confirmable. Thank you. (B)(6).